Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Analysis found an outer insulation abrasion at 13cm from the connector pins over the svc lumen. The damage found is consistent with lead friction to the ICD can.